Manufacturer narrative:
The insulin pump passed the basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted. The device was received with a cracked case at the display window corners and reservoir tube. The insulin pump was also received with a minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery excessively during a manual prime. The customer's blood glucose was 260 mg/dl. He stated that he was able to push insulin with a manual plunger push and not the insulin pump. He noted that he had also received the no delivery alarms while being connected to the device as well. He confirmed that the issue recurred during troubleshooting. He stated that insulin exited with a manual plunger push, and when he ran the manual prime to at least 5.0 units, the insulin pump alarmed no delivery. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.